Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: following the evar procedure the 12fr procedural sheath was exchanged for the 14fr manta sheath. Manta device was advanced and clicked into manta sheath. The device was pulled back to the deployment depth and deployed per IFU steps. Instant hemostasis was achieved but the patient lost dp&pt pulses on that side. A cutdown was performed and showed proper position of the deployed manta and was removed from the cfa. An arterial embolectomy was performed using a fogarty balloon and a large calcium deposit was removed from the vessel. The physician blamed her technique as well as possible movement of proximal calcium for the reason of loss of pulses. She did not blame the manta device.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was deployed for closure in the left femoral artery. Arteriotomy noted 7.2mm, and a deployment depth of 2cm + 1cm. Micropuncture and ultrasound were utilized to gain a central positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate; however, the patient lost dorsalis pedals and posterior tibial pulses on the left side. The physician decided to do a cut down which revealed the manta in proper position, however, was explanted. An arterial embolectomy was performed which revealed a large calcium deposit in the vessel. The calcium was removed, vessel was repaired, and the patient outcome was fine post procedure. According to the physician, the root cause of the loss of pulses is possibly from the movement of proximal calcium and from her technique and not associated to the manta device. The IFU potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.